Manufacturer narrative:
The reported events were lead dislodgement, twiddler syndrome, failure to capture, and blood inside the lead. As received, a complete lead was returned in one piece for analysis. The reported event of blood inside the lead was confirmed. Visual inspection found blood inside the inner coil lumen throughout entire lead body. A cut was noted at the distal portion of the lead consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The lead was returned with the helix partially extended and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.

Event description:
During an in clinic follow up, a loss of capture was observed on the right ventricular (rv) lead. It was noted the rv lead was dislodged due to twiddler's syndrome. The rv lead was explanted and replaced. Upon the explant of the rv lead, it was observed the there was blood inside the lead. The patient was stable.